Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was a low impedance short at contact 0 and 1 on right side measured at 3 v. Patient was having normal end of life battery change and battery was changed and impedance was still low. Patient new about short as he had tried to get an MRI in the past. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was done. The issue is reported to not be resolved yet. No symptoms were reported. No further complications were reported or anticipated with this event.